Event description:
It was reported that shaft break occurred. The target lesion was located in the mildly to moderately calcified and tortuous left superficial femoral artery. A 30mm x 4.00mm nc quantum apex¿ balloon catheter was advanced to the lesion. Multiple inflations were performed and the device was removed from the patient however, it was noted that the distal portion of the shaft was broken and was left on the guide wire inside the patient. The guide wire, the broken portion of the shaft and the sheath were removed together successfully and the procedure was completed. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter. There was contrast in the inflation lumen and blood in the hub. The balloon was tightly folded. The midshaft had separated from the hypotube. Microscopic examination of the separated end revealed that the separated edge was jagged and stretched which indicates the separation was due to tensile overload. The hypotube and midshaft had evidence of heat which indicates that the midshaft was secure on the hypotube during manufacturing. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the mildly to moderately calcified and tortuous left superficial femoral artery. A 30mm x 4.00mm nc quantum apex balloon catheter was advanced to the lesion. Multiple inflations were performed and the device was removed from the patient however, it was noted that the distal portion of the shaft was broken and was left on the guide wire inside the patient. The guide wire, the broken portion of the shaft and the sheath were removed together successfully and the procedure was completed. No patient complications were reported and the patient's status was fine.